Manufacturer narrative:
This supplemental report is being submitted with an update to section: h6 evaluation method codes updated. Device analysis: the sentinel cerebral protection system (cps) was returned and device analysis was performed by a boston scientific (bsc) quality technician. The returned sentinel cps was visually and functionally examined. The sentinel cps was returned with the proximal filter sheathed, the articulating distal sheath relaxed, and the distal filter unsheathed. Functional testing was performed and a test guidewire was able to pass through the sentinel cps without issue. During functional testing the articulating distal sheath was able to be fully deflected and relaxed using knob 2 without issue. Device analysis was unable to confirm the reported device failure to advance.

Event description:
It was reported that failure to advance and vasospasm occurred. During a transcatheter aortic valve replacement (tavr) procedure a sentinel cerebral protection (cps) was used. The sentinel cps failed to advance through the radial artery and vasospasm occurred. Medication was administered to treat the vasospasm. The sentinel cps was removed from the patient. The procedure was completed without the use of a sentinel cps.

Event description:
It was reported that failure to advance and vasospasm occurred. During a transcatheter aortic valve replacement (tavr) procedure a sentinel cerebral protection (cps) was used. The sentinel cps failed to advance through the radial artery and vasospasm occurred. Medication was administered to treat the vasospasm. The sentinel cps was removed from the patient. The procedure was completed without the use of a sentinel cps.